Manufacturer narrative:
Follow-up #1 date of submission 10/20/2015-device evaluation:the pump has been returned and evaluated by product analysis on 10/05/2015 with the following findings: during a visual inspection of the pump, the pump was observed to be undamaged. The pump passed a leak test. The pump cover was opened and no moisture was observed in the pump. The complaint was not duplicated during testing.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a casing/condition (case damage w/moisture) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.